Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom caused by a loose link screw. The link screws were replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device displayed alarmed "door not fully latched". There was no pt involvement.